Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One 8.5f swartz braided introducer sheath and dilator were received for evaluation. The reported event of needle insertion difficulty could not be confirmed. No anomalies were noted when a brk needle/stylet assembly was advanced through the returned sheath/dilator assembly. The dilator was dissected, and no evidence of skiving was noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported needle insertion difficulty remains unknown.

Event description:
During a procedure, there were insertion difficulties with three sheaths resulting in a delay. The first sheath was advanced into the right atrium over the wire. The transseptal needle was positioned to perform transseptal puncture, however the needle tip would not advance past the dilator. The sheath and needle were exchanged with no resolve. The sheath was replaced again with no resolve. Then after replacing the sheath a third time the issue resolved. The procedure was completed with no adverse patient consequences.